Manufacturer narrative:
H.6. Investigation summary: the investigation took place by analyzing the samples from the available lots. Analysis of the batch history, quality notifications and maintenance records were performed and no quality deviations were found. We inform that for bd products the production processes are validated according to established criteria aiming at meeting the requirements. By analyzing the customer samples we can verify that there was a deformation in the internal region of the syringe tip due to the production process in the molding step. The mentioned region is more susceptible to variations depending on the product design and needs more time to solidify over other areas, so the occurrence of deformation is related to temperature variation in the injection mold cooling system. Due to the absence of a history of quality problems during the control and maintenance inspections of the equipment, we consider that the failure was punctual and should be monitored in the next production with an increase in the frequency of functional tests and warning of possible equipment system failures. H3 other text : see section h.10.

Event description:
It was reported that during use the syringe is not sealed properly, it is leaking and aspirating air instead of blood with a bd syringe 10ml w/snd curitba. The following information was provided by the initial reporter, translated from portuguese to english: client reported that they already used it, and eventually had problems, but since february has been facing many problems in collection, because at the time of aspirating the blood, the syringe is not sealed properly, causing leakage and aspiration of air instead of blood into the syringe. Making the sample unfeasible for exams and needing to perform new collect in the patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8291865, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-18, medical device lot #: 8353656, medical device expiration date: 2023-12-31 , device manufacture date: 2018-12-19, medical device lot #: 8353658, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-19. " (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe is not sealed properly, it is leaking and aspirating air instead of blood with a bd syringe 10 ml w/snd curitba. The following information was provided by the initial reporter, translated from portuguese to english: client reported that they already used it, and eventually had problems, but since february has been facing many problems in collection, because at the time of aspirating the blood, the syringe is not sealed properly, causing leakage and aspiration of air instead of blood into the syringe. Making the sample unfeasible for exams and needing to perform new collect in the patients.